Event description:
On (B)(6) 2013, company representative reported she spoke with the patient and patient stated she was receiving e4 (occlusion) error messages. On callback on (B)(6) 2013, patient reported she continues to receive occlusions and is now currently in the hospital for dka. Patient stated her blood glucose level reached the 600's mg/dl because she was continuously receiving occlusions. Patient's normal blood glucose level was not provided. Patient reported she would change the infusion set and receive another occlusion within the hour. Patient stated she needed to get a different type of infusion set. Patient reported yesterday she was unable to get her blood glucose level to come down due to the frequent occlusions. Patient stated she began vomiting so she went to the hospital and they admitted her. Patient reported she was given an insulin drip and diagnosed with ketoacidosis after they checked her urine. Patient stated she thinks that she may also have a virus currently that is also contributing to her elevated blood glucose level. Product was replaced and requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion: the complaint cannot be verified. Result since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified. As the product has not been returned for investigation and the lot is not available, the complaint could not be replicated. Device evaluation in progress.